Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was submitted for review. The first data download was before clearing driveline power fault alarm. The log file captured 3 clusters of power cable disconnects and no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events and emergency backup battery (ebb) was used. The event log file recorded a driveline power fault b on 16feb2026 and 17feb2026. The motor function was not affected by this event.

Event description:
The mpu has a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6) 2026, the submitted log file captured several low voltage hazard alarms that progressed to no external power alarms while connected to the mobile power unit (mpu) due to losses of ac power. The alarms resolved each resolved within a few seconds when power was restored to the system. The backup battery supported the system without issue during these events. The pump operated as intended and there were no other notable events regarding the mpu were captured in the log files. The mpu (serial number (B)(6)) was not returned for analysis. The provided information indicated the mpu had a v-lock connector on the ac power cord and that the ac power cord came loose from the wall outlet, which would cause the alarms observed in the log file to occur. Per provided information, the root cause of the no external power events was determined to be due to the ac power cord becoming disconnected from the wall outlet; however, the root cause of how the cable became disconnected from the wall was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.